Manufacturer narrative:
The lot number was not provided; therefore, a review of the device history records could not be performed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment and difficulty removing the filter. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that approximately two months after implantation of a vena cava filter, a detached filter limb was discovered. CT and x-ray imaging performed approximately two years after the finding demonstrated the detached filter limb in the vicinity of the pancreas. There have been two attempts to remove the filter; however, they were unsuccessful. The filter remains implanted. There was no reported pt injury.